Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics not provided.

Event description:
It was reported that the maxplus extension set leaked in the ER. There was no harm.

Event description:
It was reported that the maxplus extension set leaked in the emergency room. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Supplemental created to revise e3 to nurse and revise e2 to yes/healthcare professional.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. Functional testing replicated a leak from the maples ports. Visual inspection observed that the piston base was not fully seated correctly. Since the maples piston was not fully seated correctly a fluid path at the base of the piston was allowing fluid to leak. Functional testing was performed by filling a lab syringe with bleach water and attaching it to the set ports allowing fluid to flow through by administering a flush. The set leaked from at the engagement between the tubing and base of the maples component where the piston was not fully seated. The source of the leak is due to the maples piston not being fully seated. The root cause of the maples piston not being seated fully is due to a machine error during the manufacturing process.

Event description:
It was reported that the maxplus extension set leaked in the ER. There was no harm.